Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was very happy with the vision of lens. The surgeon used blue-blocking lenses which the patient was intolerant. Reported that the day the second lens was implanted felt very sleepy all the time which caused sleep cycle issues due to melatonin overload. The patient discussed with the surgeon but couldn't find the answer. The patient did a lot of research and found a surgeon who recommended to explant the right lens and exchange it for a clear lens. The surgeon feels it will resolve the sleep cycle issue. The surgeon had also informed that he will not use the blue block lenses in the patient's eye because of scenario. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).